Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted and replaced. It was also noted that vegetation was present on the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).